Event description:
A malfunction was reported with the pump, but no notable events occurred prior to the issue. There was no information provided regarding any adverse impact on the customer's blood glucose level. The customer was assisted by technical support to reset the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any issues reappear, which they acknowledged.